Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was performed for part # 357.377, lot # 4831256: release to warehouse date: may 11, 2005, expiration date: na, manufactured by synthes (B)(6): no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that head of helical blade coupling screw broke off intra operatively while mallet was being used to insert this screw into helical blade. It was trochanteric fixation nail open reduction internal fixation fractured nail femur initial procedure performed on (B)(6) 2017. There was five (5) minutes delay in surgery as surgeon had to unthread the coupling screw from helical blade. Procedure was completed successfully and patient was reported as stable post operatively. Concomitant devices reported: mallet (part # unknown, lot # unknown, quantity # 1), helical blade (part # unknown, lot # unknown, quantity # 1). This report is for one (1) helical blade coupling screw. This is report 1 of 1 for complaint (B)(4).